Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The following fields are updated: b3, b5, d10 and h6. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
It was further reported that the issue occurred just before the echo endoscopy procedure. The procedure could not be carried out the day it was scheduled and was postponed until the loaner was received three days later.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. Due to wear of forceps elevator lever (fe lever), the up/down (u/d) knob could not be locked securely. Paint on suction cylinder (s-cylinder) was peeled and s-cylinder had corrosion. Grip had a scratch. Guide pin of electrical connector had corrosion. Due to damage on ultrasonic cable, the number of missing elements exceeds the standard value. Due to damage on acoustic lens, displayed ultrasound image was defective. Acoustic lens and objective lens had a scratch. Distal end had a dent. Adhesive on bending section cover had a discolored area. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, bending angle in right direction does not meet the standard value. Due to wear of knob-wire, the fixing force of guide wire does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrovideoscope exhibited echo image problems. The device was returned and device evaluation revealed a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gap between the acoustic lens and ultrasound probe was attributed handling. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.